Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle did not stick properly. Lot#: 2054702, 2095682. 2 samples were returned. Bdj confirmed that the needle tip of 1 needle(lot#: 2054702) was blunt. We found that the np needle of another one(lot#: 2095682) was broken. Pictures for the returned sample are attached. Sample will be sent. Row#3 was added after the actual sample was returned.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle did not stick properly. Lot#: 2054702, 2095682. 2 samples were returned. Bdj confirmed that the needle tip of 1 needle(lot#: 2054702) was blunt. We found that the np needle of another one(lot# lot#: 2095682) was broken. Pictures for the returned sample are attached. Sample will be sent. Row#3 was added after the actual sample was returned.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 2054702 and one open 32g x 4mm pen needle sample was returned from lot. No. 2095682 along with six photos. Magnified examination was carried out on the returned samples from lot. No. 2054702 and blunt cannula was observed, visual examination was carried out on the returned sample from lot. No. 2095682 and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause.